Manufacturer narrative:
A product investigation was not performed for this device. The device was refurbished prior to the investigation period. The event was reported over 30 days from the actual event. A review of the device history record was performed. There were no unexpected variances, or adjustments or comments noted in the device records. A search of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician there were no reported cycler problems. The peritoneal dialysis nurse reported that the physician stated the cause of death was cardiac arrest. The patient had a history of cardiac arrest and cardiomyopathy. This is a retrospective MDR being submitted by fresenius medical care as a (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis nurse called fresenius technical support to inquire what the company protocol was in the event of a patient death while still connected to the cycler. The nurse stated she had a patient pass away on (B)(6) 2011 while still connected to the cycler. The nurse asked if the cycler was picked up. Technical support advised the nurse that our records showed the cycler being picked up on (B)(6) 2011.